Event description:
It was reported that there was an untreated inappropriate episode stored in the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing noise. Technical services (ts) was consulted and discussed the noise was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed troubleshooting options including obtaining an x-ray since noted that since the implant was only five months earlier. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was an untreated inappropriate episode stored in the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing noise. Technical services (ts) was consulted and discussed the noise was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed troubleshooting options including obtaining an x-ray since noted that since the implant was only five months earlier. The s-ICD remains in service and no adverse effects were reported. Additional information was received that sensing was noted to not be ideal in a different sensing vector. Thus, the physician opted to not reprogram the s-ICD at this time and has instructed the patient to not repeat the movements that were thought to be related to the noise. Current review of the remote home monitoring system data showed no further noise and device metrics back to stable values. The patient will continue to be monitored via the remote home monitoring system.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.